Event description:
Dr., facility alleges 6th reuse dialyzer blood leak. Ebl > 100 cc's arterial line returned. Hct ordered for 8/20. Patient left unit in stable condition. No further complications were reported.